Manufacturer narrative:
This report was initially submitted following notification from a customer in singapore regarding a false positive (resistant) cefoxitin screen (oxsf) result for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-p580 test kit (ref (B)(4), lot 3601124103). The customer¿s strain was received for investigation. The isolate was sub-cultured to tsab and identification was confirmed via vitek ms. The investigation included testing the customer lot and a random lot (3601152103) of ast-p580 cards, in duplicate. Cefoxitin (fox) disk testing, the reference method for the formulation of oxsf on the card, was performed, as well as pbp2 testing. A negative (susceptible) oxsf result was obtained on all four (4) cards. Fox disk testing gave a negative result (24 mm), as did pbp2 testing. The customer¿s positive (resistant) oxsf results were not reproduced. The cards and reference method results were in agreement, and performed as intended. No further action is necessary. Vitek® 2 ast-p580, lot 3601124103 met final qc release criteria. The lot passed qc performance testing.see section h10.

Manufacturer narrative:
An investigation was initiated in response to a customer complaint of a false positive (resistant) cefoxitin screen (oxsf) result for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-p580 test kit (ref 22233, lot 3601124103). The customer was unable to submit the strain for investigational testing. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference method. No further investigation could be performed without the strain being submitted for investigational testing and the cause for the customer's issue could not be established. Global customer service (gcs) reviewed complaints coded against ast-p580 lot 3601124103 and the review did not indicate a trend for this card lot. Ast-p580, lot 3601124103 met final qc release criteria. The lot passed qc performance testing.see h10 for addtl mfg narrative.

Event description:
A customer in (B)(6) notified biomérieux of a (B)(6) (resistant) cefoxitin screen (oxsf) result for a patient (B)(6) isolate in association with the vitek® 2 ast-p580 test kit (ref 22233, lot 3601124103). Repeat analysis with the vitek® 2 ast-p580 test kit was performed and obtained a negative (susceptible) cefoxitin screen result. Disk diffusion testing (fox) was completed as an alternative method and obtained a susceptible result. Initial vitek® 2: oxsf = positive (resistant). Repeat vitek® 2: oxsf = negative (susceptible). Disk diffusion: fox = susceptible. There is no indication or report from the laboratory that the false positive result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.